Manufacturer narrative:
Evaluation: as returned, the magnetic tip has fractured and can be removed from the remaining portion of the shaft. Device history records have been reviewed and appear to be confirming. The device has a potential field age of approximately 1.5 years. This failure mode is the result of a previously addressed design issue. After investigation, it was determined that using micro-tig welding and chamfers to accept the filler weld material would be more sufficient of a weld than the current laser welding process used. A design change was made in july 2008.

Event description:
It is reported that while the doctor was attempting to remove a headless pin, the tip of the driver fractured off.